Event description:
It was reported that the patient went to the emergency room on (B)(6) 2026 and was subsequently hospitalized due to high blood glucose with life threatening ketones, the patient was treated with IV fluids, saline, and insulin and was discharged on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.